Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history was not possible because the lot number was not communicated. No discrepancy of the product was reported. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation as the product had functioned to the satisfaction of the doctor. Local action between with representative and the surgeon to prevent recurrence has already been performed. Based on investigation, the root cause was attributed to a marketing related issue. If more information is provided, the case will be reassessed. With available information a product deficiency was not verified.

Event description:
As reported: "ordering error by sales rep. A proximal humeral long nail was incorrectly ordered and shipped for a humeral nail case. It was used without being noticed at the surgery." No patient impact reported.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device is implanted in patient.

Event description:
As reported: "ordering error by sales rep a proximal humeral long nail was incorrectly ordered and shipped for a humeral nail case. It was used without being noticed at the surgery." No patient impact reported.